Event description:
It was reported that the patient was going to have a pump and catheter removal on the report date due to an infection, but the healthcare provider (hcp) was unable to remove the existing catheter from the intrathecal space. The anchor was removed, but the catheter was not able to be pulled out. The catheter tip broke at the time of the report. The tip could no longer be seen. The reporter wanted to know if it would be harmful to leave the distal tip in the patient. The device system was used to deliver baclofen. It was later reported that the pump was nearing end of service (eos), so it was going to be replaced. There were no symptoms or issues. The surgery was scheduled for (B)(6) 2014. On (B)(6) 2014, the hcp called a manufacturer representative and said that the patient had sepsis and that they would just remove the entire system instead. The reporter did not know how the infection was determined. During the system explant, the catheter was able to be removed, but it was decided to leave the catheter tip that had broken off in the spine because it was too risky to remove it. The pump and catheter would not be returned to the manufacturer because the hcp had no allegation against them at all. As of (B)(6) 2014, the patient was being managed with oral baclofen and was doing well with no issues. There were no plans to put in a new pump. The reporter did not know what the location of the sepsis was or any contributing factors.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0039983r, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information: it was reported that the primary location of the infection was the device pocket. The patient had symptoms of redness and swelling. A culture of the device pocket was taken; the results were not reported. The patient was treated with IV (intravenous) and oral antibiotics. The infection was resolved as of (B)(6) 2014. The device system was delivering lioresal.